Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. Reference : e-complaint (B)(4).

Event description:
Customer stated "handpiece connection shorting." Reference repair order #(B)(4). Ref - e-complaint (B)(4).

Manufacturer narrative:
Reference : e-complaint-(B)(4). Investigation: x-review DHR and x-inspect returned samples. Analysis and findings/ distribution history: this complaint unit was manufactured at csi on 9/05/18 under wo #'s (B)(4) and shipped on 9/22/18. Manufacturing record review: DHR's (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 92742, this unit was at csi on 9/3/2019. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Service & repair could no confirm the complaint. The adaptor accessory p/n lp-50-103 was noted to fit loosely but the unit functioned normally. The adaptor is used with a pen that can only be activated with the foot pedal. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: the unit was tested to specifications and returned to the customer under warranty with a new lp-50-103. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "handpiece connection shorting" reference repair order #(B)(4). Ref - e-complaint-(B)(4).